Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic).  A lead noise alert was also triggered, and intermittent oversensing was observed on stored electrograms (egm). Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.